Manufacturer narrative:
Unable to investigate report, as implant specific information was not provided. Manufacturing facility made repeated attempts to obtain information.

Event description:
Patient admitted to revise dislocating hip. Primary cup not revised due to good seating from five years of implantation.